Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('essure remain of 6 mm was left in her uterus'), pelvic pain ('pelvic pain') and blindness ('loss of vision') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe hemorrhages"), complication of device removal ("essure remain of 6 mm was left in her uterus"), blindness (seriousness criterion medically significant) and headache ("chronic headache"). The patient was treated with red blood cells and surgery (fallopian tubes have been removed). At the time of the report, the device breakage, pelvic pain, genital haemorrhage, complication of device removal, blindness and headache outcome was unknown. The reporter considered blindness, complication of device removal, device breakage, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she presented chronic headache and used to take among 5 to 8 pills of an unspecified drug, but the pain was not resolved. She also commented that the physicians indicated her that the events presented were due to the stomach reduction that had been performed. Due to the remaining part of essure in her uterus, a surgery will be performed on an unspecified date and her ovaries and uterus will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('essure remain of 6 mm was left in her uterus'), blindness ('loss of vision') and genital haemorrhage ('severe hemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("essure remain of 6 mm was left in her uterus"), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and headache ("chronic headache"). The patient was treated with red blood cells and surgery (fallopian tubes have been removed). At the time of the report, the pelvic pain, device breakage, complication of device removal, blindness, genital haemorrhage and headache outcome was unknown. The reporter considered blindness, complication of device removal, device breakage, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she presented chronic headache and used to take among 5 to 8 pills of an unspecified drug, but the pain was not resolved. She also commented that the physicians indicated her that the events presented were due to the stomach reduction that had been performed. Due to the remaining part of essure in her uterus, a surgery will be performed on an unspecified date and her ovaries and uterus will be removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: no new clinical information. Malfunction field updated to yes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("essure remain of 6 mm was left in her uterus"), blindness ("loss of vision") and genital haemorrhage ("severe hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in 2003. In june 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("essure remain of 6 mm was left in her uterus"), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and headache ("chronic headache"). The patient was treated with red blood cells and surgery (fallopian tubes have been removed). At the time of the report, the pelvic pain, device breakage, complication of device removal, blindness, genital haemorrhage and headache outcome was unknown. The reporter considered blindness, complication of device removal, device breakage, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she presented chronic headache and used to take among 5 to 8 pills of an unspecified drug, but the pain was not resolved. She also commented that the physicians indicated her that the events presented were due to the stomach reduction that had been performed. Due to the remaining part of essure in her uterus, a surgery will be performed on an unspecified date and her ovaries and uterus will be removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('essure remain of 6 mm was left in her uterus'), pelvic pain ('pelvic pain') and blindness ('loss of vision') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe hemorrhages"), complication of device removal ("essure remain of 6 mm was left in her uterus"), blindness (seriousness criterion medically significant) and headache ("chronic headache"). The patient was treated with red blood cells and surgery (fallopian tubes have been removed). Essure was removed. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, complication of device removal, blindness and headache outcome was unknown. The reporter considered blindness, complication of device removal, device breakage, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she presented chronic headache and used to take among 5 to 8 pills of an unspecified drug, but the pain was not resolved. She also commented that the physicians indicated her that the events presented were due to the stomach reduction that had been performed. Due to the remaining part of essure in her uterus, a surgery will be performed on an unspecified date and her ovaries and uterus will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("essure remain of 6 mm was left in her uterus"), blindness ("loss of vision") and genital haemorrhage ("severe hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("essure remain of 6 mm was left in her uterus"), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and headache ("chronic headache"). The patient was treated with red blood cells and surgery (fallopian tubes have been removed). At the time of the report, the pelvic pain, device breakage, complication of device removal, blindness, genital haemorrhage and headache outcome was unknown. The reporter considered blindness, complication of device removal, device breakage, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she presented chronic headache and used to take among 5 to 8 pills of an unspecified drug, but the pain was not resolved. She also commented that the physicians indicated her that the events presented were due to the stomach reduction that had been performed. Due to the remaining part of essure in her uterus, a surgery will be performed on an unspecified date and her ovaries and uterus will be removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2018: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("essure remain of 6 mm was left in her uterus"), blindness ("loss of vision") and genital haemorrhage ("severe hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery in 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("essure remain of 6 mm was left in her uterus"), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and headache ("chronic headache"). The patient was treated with red blood cells and surgery (fallopian tubes have been removed). At the time of the report, the pelvic pain, device breakage, complication of device removal, blindness, genital haemorrhage and headache outcome was unknown. The reporter considered blindness, complication of device removal, device breakage, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: she presented chronic headache and used to take among 5 to 8 pills of an unspecified drug, but the pain was not resolved. She also commented that the physicians indicated her that the events presented were due to the stomach reduction that had been performed. Due to the remaining part of essure in her uterus, a surgery will be performed on an unspecified date and her ovaries and uterus will be removed. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.